Event description:
Our pt was showering while sitting on showed chair, she heard a cracking noise put her light on and grabbed on to the grab bars to hold herself up. When the cna arrived at her side, she was able to transfer to a safe place. The showed chair leg fell off as the plastic base sustained a crack and would no longer hole the leg in place. This was a near (B)(4), no injury occurred.